Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reverting to the settings mode. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 8:00 pm on (B)(6) 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with insulin. The patient confirmed that the alleged product issue did not cause the patient to change her usual diabetes routine. On an unspecified time on (B)(6) 2010, the patient claimed that she developed "increased urination, nausea, and was drinking a lot of fluids." However, the patient denied receiving any medical treatment in response to her symptoms since the alleged meter issue began. During the troubleshooting session, the cca documented that the patient did not report any misuse of the alleged meter. The patient informed the cca that the reported issue occurred after the patient replaced the battery on the meter. However, the alleged meter issue could not be resolved with troubleshooting. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.